Event description:
The reporter did back to back blood glucose tests, within 10 minutes, using separate finger sticks. Reporter's results were 178, 128 and 141 mg/dl. Reporter did not have any symptoms. Reporter is on coumadin and has no problems getting a good sample. Reporter checks confirmation dot for enough blood, but does not compare to color chart. Tests every morning. Not on insulin or any oral meds for blood sugar. Has had two heart valve replacements. The lifescan rep reviewed coding, cleaning, control solution tests, sample application and storage of strips.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8